Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number: (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed, and no specific conclusions can be drawn. Review of the device history record performed for the reported lot number did not reveal any abnormalities, or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: the report from the ed trauma bay was that the safety mechanism, after deployed, was not consistently staying over the needle. There was no injury reported.